Manufacturer narrative:
(B)(4).

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced a detached sensor wire which occurred seven days after the sensor had been inserted in the abdomen. The patient was presented to the emergency department (ed) on (B)(6) 2023 to have the imbedded wire removed from her body. The ed healthcare provider was unable to remove the wire and advised the patient to follow up with a surgeon. Upon follow up with the patient by ts on (B)(6) 2023, the patient had not undergone any medical intervention for embedded wire removal. The patient reportedly received an antibiotic medication; however, the patient did not know the name and the route was not provided. Due diligence attempts to contact the reporter for more information were unsuccessful. At the time of the report and follow-up, the patient was doing great with no embedded wire issues. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.